Event description:
On 09/sep/0224 it was reported that this peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler on (B)(6) 2024. It is unknown if the patient had completed treatment. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 09/sep/0224 it was reported that this peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler on (B)(6) 2024. It is unknown if the patient had completed treatment. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between use of the liberty select cycler and the patient death. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. It is unknown if the patient was found deceased or unresponsive or if the treatment was completed at the time of death. The mortality rates for patients with end-stage renal disease are significantly higher than those without the disease. Cardiovascular disease accounts for approximately 50% of those deaths. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.